Event description:
It was reported that the device was used during a laparoscopic appendectomy. When the surgeon fired the device, it cut, but did not ligate the appendix. There was no further consequence to the pt.